Event description:
The physician at the user facility reported that the balloon was insufflating adequately during a diagnostic endobronchial ultrasound procedure. The physician elected to utilize another balloon from the same lot number to continue with the procedure. The bronchoscope was withdrawn from the patient, and after applying a new balloon and reinserting the same bronchoscope into the pt, the users noted the initial balloon had remained inside of the pt's airway. The users reported to have utilized an unspecified therapeutic bronchoscope with forceps to remove the balloon from the pt after making several passes. The users were able to complete the procedure, and the pt was said to have been doing fine following the procedure.

Manufacturer narrative:
The users reported that the subject balloon had somehow been dislodged from the bronchoscope. The balloon referenced in this report was not returned to olympus for eval, as it was discarded following the completion of the procedure. The cause of the reported phenomena cannot be conclusively determined at this time. If significant add'l info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.